Event description:
It was reported that the patient had severe urinary tract infection became septic and they were hospitalized for 2 weeks during using the white and green packaged intermittent catheter. The patient mentioned they used coude tip. It was unknown what medical intervention was reported for urinary tract infection became septic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had severe urinary tract infection which became septic and was hospitalized for 2 weeks during use of the white and green packaged intermittent catheter. Also, patient mentioned that they were using the coude tip. It was unknown what medical intervention was reported for urinary tract infection and sepsis. Per clarification mail received by the liberator on 22jul2022, it was stated that the patient thought that they was sent a coude tip , but was advised by the representative that the patient was sent a straight tip.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "biocompatibility issues(uti)". Therefore, a potential root cause for this failure could be "unsuitable material". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications : the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.